Manufacturer narrative:
No components were received as a part of this investigation, as the issue was fixed upon a field service visit. Robot is functional per information received from field service representative. Root cause is undeterminable as the issue cannot be investigated further. A review of the device history record (DHR) for lot number hy1000-us/(B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The reported failure is not related to labeling and the cause was not deemed to be user. No components were received as a part of this investigation, as the issue was fixed upon a field service visit. Um0401-00 rev d hydros robotic system user manual states the below in the system setup instructions - tower front connection section 1b: align the dot on the motorpack connector end with the top of the connector and push to connect. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that a mechanical discrepancy was involved with the hydros tower during procedural setup. The connection port on the hydros robotic system dislodged and pushed into the rpc unit. As a result of this issue, the procedure was postponed. It was noted that the patient had not yet been brought into the operating room at the time the issue was identified. There were no adverse health consequences to the patient due to this event.